Event description:
It was reported the catheter was being placed into the patient's right basilic vein in radiology. While the clinician was peeling the sheath, the peel-away sheath tab on one side broke completely off. The clinician was able to grab the broken side of the sheath and peeled the sheath entirely assuring it was removed intact. There was no delay in treatment and no patient death or complications reported.

Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided a pe el-away sheath which was broken into three pieces. The sheath was split along the score lines creating two halves of the body and the tab was separated from one side creating the third piece. The other tab was securely attached to the sheath body. Tear marks were observed along the score lines. Microscopic examination of the separated tab revealed a blue stain and a small dark textured material on one side. Examination of the sheath body revealed a change in texture in the area where the tab was attached. A review of manufacturing records did not yield any relevant findings. However, the probable cause is manufacturing related since the sheath tab separated from the body. Further investigation has been initiated at the manufacturing site.

Manufacturer narrative:
(B)(4).